Event description:
Related manufacturer reference number: 2017865-2021-38210. It was reported that the patient's right ventricular lead exhibited high capture thresholds. X-rays revealed that the right ventricular lead had perforated. During the lead removal procedure, insulation damage was noted on the right atrial lead. Both leads were removed and replaced. The patient was stable.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the outer insulation was cut/damaged in multiple locations due to damage occurring at the time of procedure. The cause of the reported event was due to procedural damage.

Manufacturer narrative:
Correction: previously reported g3 should be jan 27, 2022 rather than feb 27, 2022.